Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and no answer was obtained. If any additional information is received, a supplemental medwatch report will be sent. Please clarify how many devices present this issue in this single procedure (suture breakage)? Please confirm it indicates "suture has been breaking when closing incisions" another complaint was created (B)(4) to capture the ambiguous how ever could you please clarify how many cases occurred: were these cases previously reported to ethicon? If yes, please provide a complaint reference number. If no, please create additional complaint files and provide the reference number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on 11/16/2022 and suture was used. During the procedure, the ethilon suture has been breaking when closing incisions. There were no patient consequences reported. Device has been discarded. Additional information was requested.